Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: visual inspection: the received nail is broken apart at the blade hole and at the distal locking hole, all fragments were returned for evaluation. In the blade hole and as well in the locking hole are clearly visible wear marks from the applied load. Otherwise is the nail in a good condition. Dimensional inspection: outer diameter at blade hole: pass. Inner diameter at blade hole fracture face: not measurable due to breakage. Centricity blade hole: pass. Outer diameter at locking hole: pass. Width locking hole: pass. Centricity locking hole:pass. Document/ specification review: drawing was reviewed to verify the relevant dimensions and the material specification of the received nail. This drawing version is in place since october 2013, which speaks against a design related issue. The review of the material certificate has shown that the used material was according to the norm iso 5832-1 for stainless steel implants for surgery as required in drawing. Investigation conclusion: the complaint is rated as confirmed as the received nail is broken at two places, the breakages can also be confirmed on the received x-rays. During the performed evaluation no manufacturing related issue could be detected. This lot of 12 pieces was manufactured in november 2019, all devices are distributed and we are not aware of any other complaint for this part- and lot combination. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure of the nail. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: visual inspection: the received nail is broken apart at the blade hole and at the distal locking hole, all fragments were returned for evaluation. In the blade hole and as well in the locking hole are clearly visible wear marks from the applied load. Otherwise is the nail in a good condition. Document/ specification review: drawing was reviewed to verify the relevant dimensions and the material specification of the received nail. This drawing version is in place since october 2013, which speaks against a design related issue. The review of the material certificate has shown that the used material was according to the norm iso 5832-1 for stainless steel implants for surgery as required in drawing. Investigation conclusion: the complaint is rated as confirmed as the received nail is broken at two places, the breakages can also be confirmed on the received x-rays. During the performed evaluation no manufacturing related issue could be detected. This lot of (B)(4) pieces was manufactured in november 2019, all devices are distributed and we are not aware of any other complaint for this part- and lot combination. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure of the nail. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: 272.375s, lot number: 21p4714, manufacturing site: bettlach, release to warehouse date: 05. Nov. 2019, expiry date: 01. Oct. 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: pfna blades perforated (part: 02.027.032, lot: 3l62656, quantity: 1), locking screw (part: unknown, lot: unknown, quantity: 1), pfna end cap (part: unknown, lot: unknown, quantity: 1). This report is for a pfna nail.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: code 3191 used to capture required surgical intervention and device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in 2020, the pfna nail broke in two places. Revision surgery was performed on an unknown date for subtrochanteric transverse femoral fracture. The revision surgery was completed successfully. No further information provided. Concomitant devices reported: unknown pfna blade (part # unknown, lot # unknown, quantity 1), unknown locking screw (part # unknown, lot # unknown, quantity 1), unknown pfna end cap (part # unknown, lot # unknown, quantity 1). This report is for one (1) pfna blade perf l85 sst. This is report 1 of 1 for (B)(4).